Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated because telemetry was not established. The device detections were programmed off. The device remains in the patient. No patient complications have been reported as a result of this event.